Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was cut by the physician. The lead was then surgically abandoned and replaced during the device changeout. No adverse patient effects were reported.